Event description:
Rn heard the patient yell for help. Upon entering the room the rn saw the patient on a bedside commode with both seats up, her buttocks through the hole of the bedside commode and her legs straight up. The rn and another rn, (B)(6), helped to get patient pulled out of bedside commode and back to bed. Bedside commode was then noticed to have a broken bar. Bedside commode was taken out of room and red tagged.